Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is unknown.

Event description:
Related manufacturer reference number: 1627487-2021-18347, 1627487-2021-18348, and 1627487-2021-18349. It was reported that the patient was not getting adequate therapy due to lead migration. Patient reported never having relief. As a result, surgical intervention occurred on (B)(6) 2021 and the system was explanted.